Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was noted that this left ventricular (lv) lead does not have a good threshold. Hence, the physician opted to surgically abandoned the lv lead and placed a new lead with more pacing options. No additional adverse patient effects were reported.